Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during routine inspection, it was found that the power socket was pulled of the unit. There was no reported pt involvement.